Event description:
On 19dec2022 the nalu reporting unit became aware of a surgical revision that was performed on (B)(6) 2022 due to lead migration. There are no reports of procedural complications or system/component failures.